Event description:
Patient was revised to address femoral loosening. It was reported that the previous surgeon had put the femur in flexed, so that the tip of the anterior flange was about a cm above the anterior cortex. The femur was a porous one that had not ingrown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.